Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, proximal left anterior descending artery. After pre-dilation of the lesion was performed, the 3.5x33 mm xience prime stent delivery system was positioned in the target lesion; however, the sds balloon would not inflate to deploy the stent. It was observed that the hypotube had separated in two pieces, which was the cause of the failure to inflate. There was no unusual resistance felt crossing to the lesion prior to the separation. Only 3 cm of the sds remained external to the y connector, which was fixed in the y connecter to remove it. A 3.5x33 mm non-abbott stent was used successfully to complete the procedure without further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the separation of the hypotube was confirmed via returned device analysis. The reported inflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on visual analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot that could have contributed to this complaint and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.